Event description:
A patient reported blood glucose results of 158, 188, and 127 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported of ultra test strips were peeling. They reported that the clear cover appeared to be placed on the strip crooked. The patient stated this results in an error 5 message. The patient reported no symptoms, nor any adverse events. The error 5 issue was resolved, however the peeling strips issue has been recurring for the past two months according to the patient. The strips are being replaced for the patient. No further information has been reported.